Manufacturer narrative:
(B)(6). The lot was manufactured november 29, 2017 - december 1, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not completely infuse. The device had been filled with 4000 mg ceftazidime in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.